Manufacturer narrative:
Company telephone support was able to identify and correct the issue. The power cable to the videop processor unit was not secure, causing power interruption. Securing the cable corrected the issue. No further action or evaluation is planned.

Event description:
It was reported that the video processor device was shutting down during a gi endoscopy case. This resulted in loss of all video display function. There was no adverse health consequence for the patient.